Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient experience a sudden onset of a headache in the past week and when he lies down, he has a sudden anxiety attack. The anxiety attack was affecting his breathing. The patient has been shutting his therapy off so he can sleep at night.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.